Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he received a no delivery alarm. Customer's blood glucose at the time of the incident is unknown. Customer was able to troubleshoot his infusion set. Customer reported that after disconnecting the tubing, he attempted to push insulin through the tubing with a plunger. Customer reported that insulin did not exit the tubing. Customer attempted to use a new infusion set with the current reservoir. Customer reported that insulin exited with the new infusion set. The infusion set is expected to be returned.